Manufacturer narrative:
The complainant was unable to provide the suspect device lot number and upn; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same event. Refer to manufacturer report # 3005099803-2011-02812 for the other associated device information. It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) (the exact upn is unknown) was used for the purpose of administering medication for the advanced stage parkinson's disease. The device was placed on (B)(6) 2010. According to the complainant, the patient experienced a non-functioning j-tube on (B)(6)2011. Recovery was reported on (B)(6) 2011. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.